Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "replacement of ascending aorta was performed about 1.5 years ago. [Bioglue] bg was applied to distal false lumen. After some months false aneurysm was confirmed on native distal, specifically 2-3 cm away from the suture line and re-operation followed. Neither first nor re-operation details is available." No further information could be obtained from the surgeon. "Surgeon's comment: the cause of false aneurysm is not identified, but it is probably not attributed to the suture line as false aneurysm was formed on the native distal, 2-3 cm away from the suture line. Priming might not have been done appropriately." Patient's current status is unknown.

Manufacturer narrative:
The following information was requested from the distributor: lot number of bioglue used, exact date of procedure where bioglue was applied, exact date of reoperation, quantity of bioglue used, whether the surgeon protected the true lumen and cardiovascular structures from unintended exposure of bioglue, the patient¿s current condition.. The distributor responded that additional information was not currently available but lot numbers provided by the distributor are 14mjx031 and 14mjx032. The device history records for lot numbers 14mjx031 and 14mjx032 were reviewed and it was confirmed that the record was controlled, available for review, and met all specifications per the device master record. No non-conformances or deviations were associated with the event. No further action warranted. A review of the available information was performed. The patient had a replacement of ascending aorta approximately 1.5 years ago. Bioglue was applied to the distal false lumen, it is unknown if bioglue was applied to the suture line. After some months (exact date is unknown) a false aneurysm was confirmed on the native distal, specifically 2-3cm away from the suture line and a re-operation was performed. Details about the original operation or re-operation are unavailable. The surgeon commented, ¿the cause of false aneurysm is not identified, but it is probably not attributed to the suture line as false aneurysm was formed on the native distal, 2-3cm away from the suture line. Priming might not have been done appropriately.¿ patient¿s current status is unknown. According to the approximate time since surgery, the surgery most likely occurred in late 2015. Pseudoaneurysm formation is a known complication in standard surgical repair. Dr. Fehrenbacher et al. Performed a retrospective review of 92 consecutive patients who underwent complex operations in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97 consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up, two patients were identified as having a pseudoaneurysm, control group without bioglue use had similar incidences of pseudoaneurysm formation (weiner 2010). It is unknown if bioglue was applied at the suture line or in the vicinity of the pseudoaneurysm. However, bioglue placed in the distal false lumen could potentially extend 2-3 cm distal to the anastomosis. The IFU provides the following instructions: ¿before using bioglue in the procedure, the syringe must be purged of the residual air space and the applicator tip must be primed.¿ ¿each applicator tip must be primed prior to bioglue application. Priming ensures the bioglue solutions are properly mixed. The surgeon should compress the plunger and expel a narrow ribbon of bioglue approximately 3cm long onto a sterile disposable surface (e.g., sponge, gauze, or towel).¿ ¿do not attempt to apply bioglue to a field that is too wet. Application of bioglue into a wet field may result in the failure of bioglue to adhere.¿ ¿the dissected layers of the aorta should be initially cleared of blood and thrombus material and should be dried, to the extent possible, with surgical sponges.¿ ¿bioglue works best when the target surgical field is dry. A dry surgical field can be described as a field that does not restain with blood within 4-5 seconds after wiping dry with a surgical sponge.¿ ¿for the proximal end of the dissection repair, the dissected layers of the aorta should also be closely approximated by using a dilator, sponge, or catheter. If necessary, moist gauze pads should be placed over the aortic valve leaflets to protect them from inadvertent application of bioglue. Bioglue should then be dispensed to fill the false lumen.¿ no action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, "replacement of ascending aorta was performed about 1.5 years ago. [Bioglue] bg was applied to distal false lumen. After some months false aneurysm was confirmed on native distal, specifically 2-3cm away from the suture line and re-operation followed. Neither first nor re-operation details is available." No further information could be obtained from the surgeon. "Surgeon's comment: the cause of false aneurysm is not identified, but it is probably not attributed to the suture line as false aneurysm was formed on the native distal, 2-3cm away from the suture line. Priming might not have been done appropriately." Patient's current status is unknown.